Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting may have developed paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting may have developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: g3.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1, d4, g1, g3, h6.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting may have developed paradoxical hyperplasia.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/24/2024.

Event description:
Allergan aesthetics received a report that a patient who was treated with coolsculpting may have developed paradoxical hyperplasia.